Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Both the initial and retest results were released and no harm was alleged. An investigation was conducted which did not identify any product problem. An investigation was performed on both the analyzer as well as the reagent kit. The reagent kit investigation did not identify any product problem. Upon analysis of the analyzer data, multiple disturbances of the optical background values, and to a less significant extent baseline values were found in the data. No indication of associated potential false-positive results could be identified. The original run, showed an increase in the signal for the sars-cov-2 target. This signal showed the characteristics of a low titer sample. The repeat test run was negative for all targets and no issue was found in this run either. The mentioned optical disturbances gradually went back to expected values. The alleged false-positive results could not be confirmed and the overall instrument performance was well. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The patient sample initially generated a positive sars-cov-2 result. Since the patient needed a negative test result for a flight, the sample was recollected and tested. The repeat sample extraction tested negative. Both the initial and retest results were released and no harm was alleged. The analyzer was returned for investigation. An investigation was performed on both the analyzer as well as the reagent kit. The reagent kit investigation did not identify any product problem. The alleged false-positive result could not be confirmed and the overall instrument performance is functioning as intended.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).